Event description:
It was further reported that the patient was doing well. The patient had office visits after the explant with an infection disease physician on (B)(6) 2012 and (B)(6) 2012. At the (B)(6) 2012, the patient was off all antibiotics. The patient was seen by a physician assistant on (B)(6) 2012 and was scheduled for re-implantation on (B)(6) 2012.

Event description:
It was initially reported that the patient had swelling, tenderness and erythema around the left battery post neurostimulator (ins) replacement. During an office visit on (B)(6) 2011, the incisions were noted to be well approximated without any evidence of wound dehiscence. There was no erythema, warmth or drainage. There was a moderate amount of fluid edema over the ins at that time. The patient was given levaquin 500 mg daily for 10 days and was told to follow up. The patient was seen again on (B)(6) 2010 and there was no suspicion of abscess or infection. Additional information received noted that the patient was hospitalized on (B)(6) 2012 for an infection and the extension and ins were explanted that day. The patient received vancomycin intravenously and remained in the hospital until (B)(6) 2012. The outcome was not provided.

Event description:
Additional information was received that reported the patient was treated with 300 mg of clindamycin by mouth four times daily from 2012 (B)(6) to 2012 (B)(6).

Manufacturer narrative:
Implanted: (B)(6) 2009. (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012.

Event description:
It was further reported that the event resolved without sequelae on (B)(6) 2012. Per the company's device registration system, the patient was re-implanted on (B)(6) 2012 as planned.